Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus, which located on smcoerpx04. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 7 was failed and was not detected on bus. A field service engineer opened the back of the auxiliary unit and it was found that the auxiliary drawer 7 matrix bus cable was not fully connected to the matrix board. The pyxis was shut down the bus cable was secured to the matrix board and the system was powered back on. Testing was completed in hardware test application and the customer inventoried the pocket multiple times successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.